Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the display on the pump touch screen intermittently "went white" while plugged in and charging. Customer's blood glucose was 107 mg/dl. The customer declined to provide further information to tandem technical support.